Event description:
The facility reported to baxter an incident related to "ability to press on/off inadvertently." The nurse was reported to push the off/on button on the pump rather than the start button. On the pump start up, the nurse received a message of "new pt" or "change personality" and had to program all channels. Reportedly, "none of the medication had an immediate physiological effect." No additional info available.